Manufacturer narrative:
Investigation results: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received two photos and two 24gx0.75in insyte autoguard devices. The IV catheters were received without the needles. The visual inspection did not reveal any physical damage. Further microscopic examination of the catheters revealed that the tips were acceptable per the visual standard. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard catheter shreds. The following information was provided by the initial reporter: "multiple intermountain facilities have reported concerns with an item that it is purchased from your company. This issue is concerning for patient safety and would cause damage if the catheters that were shredded were used for patient care. (B)(6) as stated ¿patients are having to get multiple pokes due to faulty products¿. Situation: (B)(6): the IV catheters that I used on two different patients shredded. I checked the catheter on some of them, caught the bad ones before there was contact with the patient. Two catheters, however, were used and shredded before the catheter could be placed, but they were initially used on a patient. 3 catheters shredded in total that I've used over the past week and two were in patients despite checking the catheters prior to inserting the needle. No harm was brought to the patients and no shredded catheters were used on any patient. This, however, is very concerning for patient safety and would cause major damage if the catheters that were shredded were used for patient care. Event date: 10/19/2024.